Event description:
It was reported that the procedure was to treat a mildly calcified common femoral artery. A ht connect guide 250t guide wire was advanced to the lesion and an unknown balloon catheter was successfully used to complete the procedure. When the guide wire was removed from the anatomy at the end of the procedure, the hydrophilic coating was found to be damaged. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.